Event description:
The customer reported that the org showed 4 transmitters in signal loss. There was no patient injury reported.

Manufacturer narrative:
According to the customer, they all went into signal loss at the same time. When they investigated, they couldn't find any issue and the issue itself never came up again. There was no patient injury reported. Concomitant medical device: the following device was used in conjunction with the org: zm transmitters: model #: 521, serial #s: (B)(4), device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.